Event description:
It was reported that when the patient presented to the hospital, undersensing of fine ventricular fibrillation was observed. The patient required external defibrillation. The device sensitivity was programmed to maximum settings, but undersensing was still noted. It was later reported that the lead had dislodged. It was determined that the patient had twiddlers syndrome. An increase in impedance and a decrease in r-wave amplitude were noted. The decision was made to not intervene further and the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).